Event description:
Approximately 14 days following implantation of two 10x15 viabahn devices for treatment of an aneurysm of the popliteal artery, during a f/u visit, the pt presented with signs of clots and streaking thrombus. The physician suspected hit. Four days later, both viabahn devices were removed.

Manufacturer narrative:
The investigation into this event is currently ongoing.